Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was withdrawal resistance. The lesion was located in a non-tortuous, moderately calcified segment of the left anterior descending (lad) coronary artery, overlapping between two previously implanted stents. The lesion was not predilated. The physician deployed a 3.0x20mm taxus express2 drug eluting stent at 14-16 atm with good angiographic result. The stent did not appear to be under expanded. By fluoroscopy the balloon appeared to deflate fully, but when the physician tried to withdraw the stent delivery system (sds), he could not withdraw it. The physician twisted, pushed and pulled the delivery system gently but still could not withdraw it. The physician then waited a minute or two and tried again but was unsuccessful. The physician then re-inflated the balloon to 14-16 atm, deflated the balloon and tried to withdraw the sds. With more aggressive guide catheter manipulation and pushing, pulling and twisting of the catheter, the physician was eventually able to withdraw the sds. Per the physician there were no adverse effects to the patient. The patient condition was reported as "ok."

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch # 8793673 found that the device met its material, assembly and product specifications at the time of release to distribution. This batch has no associated complaints.